Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed no image issue could not be determined, however, the issue was likely the result of image sensor unit failure. Additionally, the root cause of the reported poor/noisy image issue could not be determined, however, this issue was likely due to failure of the video connector board. The event may be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". ¿inspection of endoscopic images¿ ¿check if normal light observation images and nbi observation images are displayed normally¿. ¿warning¿ ¿do not look at the tip of the endoscope from the front when the illumination light is emitted from the endoscope. Doing so may hurt your eyes¿. ¿notice¿ ¿do not wipe the lens at the tip of the endoscope with a cotton swab with a metal handle. It may get scratched¿. ¿1 before inspection, wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water. 2 observe the palm, etc. Using normal light observation images and nbi observation images. 3 confirm that the illumination light is emitted. (See figure 3.23) 4 adjust the light intensity to an appropriate brightness. 5 confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6 operate the angle lever of the endoscope to bend the curved part. 7 check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities occur¿. Olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for evaluation and repair for the issue of poor image occurring during an unknown procedure. The procedure was completed by switching to another similar device without any delay. There is no harm or adverse impact to the patient nor any healthcare person. The device was inspected prior to use. Upon evaluation of the returned device, it was observed that the device yielded no image. This is attributed to charge couple device (ccd) unit damage. In addition, there was also image noise leading to no image. This is attributed to breakage of the circuit board of the video connector. This medwatch is being submitted for the reportable issue of no image observed during device evaluation.

Manufacturer narrative:
Due diligence is being performed for this event with response received with available information. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to charge couple device (ccd) unit damage. In addition, there was also image noise leading to no image. This is attributed to breakage of the circuit board of the video connector. Other observations for the device: due to a pinhole on video cable, water tightness is lost; adhesive on distal end rubber coating (a-rubber) has a chip; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to a pinhole on video cable, water tightness is lost; video connector case has a crack; control unit is damaged; and distal end, video connector, control unit, switch (sw) sw1, grip, protector of universal cord, light guide (lg) cover glass, lg connector have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.